Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that did not function properly. At a later date, the ipp was explanted and replaced with a new ipp. Upon explant of the original ipp, a tear was found in the left cylinder that the cause could not be determined. There were no patient complications reported.

Manufacturer narrative:
Correction made to device evaluation. Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The pump was visually and microscopically inspected and underwent leak and functional testing; no visual damages were found upon inspection. No leaks were found, but the pump did not pass activation testing. The reservoir also was visually and microscopically examined and underwent leak and functional testing. No issues were identified. The cylinders were also visually and microscopically examined. The first cylinder had tears and damage consistent with explant. Therefore, this cylinder did not undergo pressure testing. The second cylinder passed testing and no damage was identified. Product analysis was able to confirm that the pump did not function within product specifications, so the conclusion code of cause traced to component failure was chosen.

Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that did not function properly. At a later date, the ipp was explanted and replaced with a new ipp. Upon explant of the original ipp, a tear was found in the left cylinder that the cause could not be determined. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The pump was visually and microscopically inspected, and underwent leak and functional testing; no visual damages were found upon inspection. No leaks were found, and the pump passed testing. The reservoir also was visually and microscopically examined and underwent leak and functional testing. No issues were identified. The cylinders were also visually and microscopically examined. The first cylinder had tears and damage consistent with explant. Therefore, this cylinder did ot undergo pressure testing. The second cylinder passed testing and no damage was identified. Product analysis was unable to confirm the reported event.

Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that did not function properly. At a later date, the ipp was explanted and replaced. Upon explant, a tear was found in the left cylinder, the cause of which could not be determined. There were no patient complications reported.